Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery intermittently was not holding charge. Reportedly, the pump took a long time to charge. Additionally, it was reported that the customer intermittently received an alert when trying to use tandem supplies to charge the pump; however, the customer was unable to provide the specific type of alert. There was no known impact to the customer's blood glucose. The customer would continue to use the pump for insulin therapy.